Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation es system contains emergency medications and cannot be accessed due to complete device failure. The field service engineer replaced proximity sensor on bin 1.3 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had fridge secure drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. The user was unable to recover despite rebooting and hard resetting with power switch in back of machine. There were no adverse events or injuries reported based on this event

Event description:
It was reported by the customer that a pyxis medstation es system had fridge secure drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was an delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge contains emergency medications and cannot be accessed due to complete failed fridge. The field service engineer checked network cable between station and fridge, screen and internal light. The issue was resolved by replacing the proximity sensor on bin 1.3. The system functioned as intended.